Event description:
It was reported there was a shocking and jolting stimulation sensation while the patient was on their way home in the car after having had adaptive stimulation enabled. Patient turned off the adaptive stimulation and was no longer having the issue. It was stated the neurostimulator was believed to be loose in the pocket. No suture loops were used when placing the stimulator and they went from a larger battery to a smaller battery. The patient was also having difficult recharging due to the neurostimulator moving positions in the pocket. It was reported the device was not detecting positions properly at one point and it was believed this was due to the stimulator moving in the pocket. Patient was upright and the upright and mobile voltages were the same. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).